Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed a damaged and rusted universal plug unit which resulted in a b30 scope communication error. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope error e315. The issue occurred during set up or inspection for use. There were no reports of patient involvement.